Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation revealed that the pump powers on normally with no alarms. During investigation, the battery cap attached securely to the pump. There was no damage noted to the battery cap or the battery compartment; no defects were found to the battery connections or to the power circuit. A review of the pump history indicated that rebooting had occurred which could not be duplicated during testing. There were no alarms related to the complaint noted in the alarm history. The pump was found to be operating within required specifications and delivering insulin accurately. A review of the pump history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no insulin delivery issues.

Event description:
The reporter alleged that the animas insulin pump has a self-reboot issue. Reportedly, the pump is repeatedly showing the verification screen. At the time of concern, the patient's blood glucose was "363 mg/dl" with no symptoms. There was no report of medical intervention that would suggest a serious injury. During troubleshooting, the reporter noted the following: spring/metal contacts and threads are intact. Threads in battery compartment are intact. No cracks found near batt compartment. Chip in paint located on seam on bottom of pump. Battery compartment has no evidence of moisture/corrosion. This complaint is being reportedly as a malfunction due to the alleged self-reboot issue.